Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: no device malfunction with bwi products was noted during the procedure. However, the death cannot be completely dissociated from the ablation catheter as ablation had occurred during the procedure and the information about what happened during the procedure is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a ngen rf generator, us configuration and the patient experienced atrio-esophageal fistula that resulted in death. It was reported by j&j employee that a comment was received under an official post of the biosense webster "x" account on social media. This post was made on june 12th 2024. The cause of death was an atrio-esophageal fistula (aef). Death event had occurred with the use bwi products.